Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was scheduled for a pocket revision due to discomfort at the pocket site. The physician added two lead extensions and the patient is reportedly doing well following the procedure.